Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the acid probe was cracked and leaking and that there were sample probe restricted airflow errors. The fse replaced the acid probe injector port and the sample probe. Quality controls were then run, all of which were within range. The cause of the discordant, falsely low ipth result on one patient sample is unknown, as the rerun sample results, redraw sample results, and the post-excision sample results were all as expected prior to the service visit. The customer was using the advia centaur cp ipth assay for an intraoperative patient, which is off-label use. The advia centaur cp ipth instructions for use states the intended use: "for in vitro diagnostic use in the quantitative determination of intact parathyroid hormone (ipth) in edta plasma or serum using the advia centaur cp system. This assay is intended to be used to aid in the differential diagnosis of hyperparathyroidism and hypoparathyroidism." The cause of the customer using the advia centaur cp ipth assay for an intra-operative patient is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one intraoperative patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn and the new sample was tested twice on the same instrument, resulting higher both times. The initial sample was then rerun twice on the same instrument, also resulting higher both times. The redraw and rerun results were reported to the physician(s), who accepted them. The patient was redrawn after excision and the post-excision sample was tested twice on the same instrument, resulting as expected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth result.